Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported "defect". There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient noticed the trifocal iol with marking line affecting the visual axis. The iol was exchanged in a secondary procedure. The patient is recuperated.